Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The distal shaft was bunched 0.8cm proximal to the proximal inner shaft marker. The proximal balloon pillow folds were partially open and disturbed. There was deformation to the 25th and 26th distal stent wraps with struts raised. There was damage to the distal tip. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute onyx drug-eluting stent during a procedure to treat a lesion in an unknown vessel. The lesion was pre-dilated. There were no issues noted when removing the resolute onyx from the hoop/tray. No issues were noted during inspection or perp prior to use. A mdt guidewire was inspected prior to use with no damage noted. During an angioplasty procedure, a non-mdt 6f guide catheter and the mdtguide wire were advanced to the lesion without difficulty. The physician had difficulty advancing the resolute onyx to the lesion. There was resistance felt with the guidewire when the resolute onyx was advanced. No attempt was made to deploy the stent. Excessive force was used during delivery. It is reported the physician felt difficulty during attempts to remove the stent. The stent was removed eventually with great difficulty and was damaged. The procedure was completed with another device. No patient injury reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.